Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However the customer troubleshoots the unit. Technical support ask the customer to check the smart connector. As a resolution the smart connector was replaced and the device issue was fix, vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator not recognizing the wall air pressure. As of this time there is no information about patient involvement associated with this reported event.